Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarms. Customer reports they were able to clear the alarms. Customer was able to rewind the insulin pump. Customer reports the insulin pump was neither stored nor without a battery for more than eight hours. Customer states the alarm did not occur immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 23 and pump error 68 found on 26-sep-2022. Priming anomaly and insulin flow blocked alarm occurred during testing. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump passed rewind test, sleep current test, active current test and self test. Test p-cap locked into the reservoir tube successfully. No unexpected pump error 23 alarms or pump error 68 alarms noted during testing. Pump successfully downloaded to thump. No unexpected pump error 23 alarms were noted in the history files on the event date. Several insulin flow alarms during priming were found on 24-jan-2023 from 12:40:00.00 to 12:55:00.00 due to moisture damage on the motor. The pump was cut open for visual inspection and found moisture on pcba 1, motor, and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay.pump error 23 and pump error 68 not confirmed during testing. Prime/fill anomaly and insulin flow block alarm during priming confirmed during testing due to moisture damage on the motor. Exposed to moisture confirmed on pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.